Event description:
A report was received that the patient will undergo a pocket revision due to pain being caused by weight loss, not device related.

Manufacturer narrative:
The patient underwent the pocket revision and is reportedly doing well. A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient will undergo a pocket revision due to pain being caused by weight loss, not device related.